Manufacturer narrative:
Follow-up # 1 date of submission 10/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 9/16/2017 with the following findings: during testing, the pump powered on with functional auditory and vibratory features to a blank display screen. The battery compartment and returned battery cap were undamaged and the battery cap was able to fit securely to the pump. The pump was opened and there was moisture damage was found to the display flex and connector. Due to the blank display screen, the investigation was unable to complete some steps. The initial complaint was duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas alleging that the display screen was blank. It was reported that the patient was swimming and then the pump began to alarm and the screen became blank and remained blank after several attempts to reboot the pump. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.